Manufacturer narrative:
Additional information has been requested and if received will be reported on a supplemental report.

Event description:
The head nurse referred to stryker customer service employee as follows: "during the surgery the surgeon tried to insert the lag screw into the nail, but it didn't fit. He tried to use another lag screw (same size), but it didn't fit either. At that point he removed the implanted nail and replaced it with another stryker nail at his disposal."